Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was very loud and emitting a rubber burn smell and it gets very hot. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up via phone on 25apr2023, it was reported that customer received replacement and will return old device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the purewick urine collection system was very loud and emitting a rubber burn smell and it gets very hot. It was noted that the patient had been using the purewick products for more than 90 days. Per follow-up via phone on 25apr2023, it was reported that customer received replacement and will return old device.